Event description:
Trocar (xcel bladeless with stability sleeve 5x100) malfunctioning during procedure, leaking insufflated gas defective disposable, reprocessed by stryker sustainability ethicon b5lt lot 13346946. FDA safety report ID# (B)(4).

Event description:
Trocar (xcel bladeless with stability sleeve 5x100) malfunctioning during procedure, leaking insufflated gas defective disposable, reprocessed by stryker sustainability ethicon b5lt lot 13346946. FDA safety report ID# (B)(4).